Event description:
The patient was a 56-year-old male with a medical history significant for obstructive sleep apnea managed with CPAP, obesity, gastro-esophageal reflux disease, and hypertension underwent bronchoscopic lung volume reduction with zephyr endobronchial valves on (B)(6) 2026. A total of five valves were placed in the left upper lobe. Immediately following the procedure, the patient developed a pneumothorax, which was managed with insertion of an intercostal chest drain. On the third postoperative day, the chest drain became blocked, resulting in a tension pneumothorax and subsequent cardiorespiratory arrest. The patient was successfully resuscitated, and a new chest drain was inserted. However, the prolonged period of approximately 10 minutes before restoration of adequate circulation and oxygenation resulted in catastrophic hypoxic brain injury. The valves were removed and the air leak stopped. Despite ongoing supportive care, the patient's neurological injury was deemed irreversible, and he subsequently died on (B)(6) 2026. No autopsy was performed. The death was attributed to complications associated with pneumothorax management, specifically chest drain obstruction leading to tension pneumothorax and hypoxic brain injury. It is the physician's opinion that this was not related to the valves.